Event description:
It was reported the customer received the following results on the nano system within 10 minutes: 171 mg/dl and a result in the "300's" mg/dl. No adverse event reported. Return of the suspect device was requested for evaluation.